Event description:
The handpiece was returned to the manufacturer for service, and during the investigation, the device ran while in safe mode. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. During the investigation, the device ran while in safe mode. Based on the investigation details, the likely cause was problems with the safety bar, trigger shaft, and magnet.